Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/13/2016: the device was returned to animas and evaluated by product analysis on 4/29/2016 with the following results. No defect was found with the transmitter, it performed within specification. Returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Returned transmitter was paired with test pump correctly. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred. Testing was unable to duplicate ¿call service 215¿ complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm ((B)(4)) issue. The reporter alleged a failed transmitter. There was no allegation of an adverse event of blood glucose excursion. This complaint is being reported because the issue may result in the device to stop functioning. Patient repeatedly gets 215-65xxxxx alarms about 1- 1 1/2 days into sensor session. Patient states the dexcom stand alone receiver works but the vibe produces the error codes and then progresses to sensor session fails/stops and patient then needs to replace his sensors. Patient states that he has received 2 transmitters and still gets this problem.

Manufacturer narrative:
Follow-up #2: date of submission 08/02/2016 - device evaluation: the sensor has been returned and evaluated by product analysis on 07/07/2016 with the following findings: investigation revealed that the sensor wire was detached from the sensor.